Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. The res ran a priming session in order to try and recreate the problem. The res could not duplicate the issue of saline bag backfilled. However, the res replaced the air separator, air separator adapter board, and high flow relief regulator as a precautionary measure. The priming operations were then rechecked; no problems were identified. Functional testing performed by the res confirmed that the unit was operating properly. Follow-up information was provided which confirmed that the 2008t hd machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. Although the res was not able to duplicate the problem of saline bag backfilled, the air separator, air separator adapter board, and high flow relief regulator were replaced as a preventive measure.

Manufacturer narrative:
(B)(4). The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A biomedical engineer at the user facility reported a saline bag backfilled in recirculation mode while the unit was being setup for use. A patient was not connected to the machine at the time of the incident. The drain line length and height are within specification. The cbe upgrade has been performed and the air separator adapter board has been installed. The biomedical engineer replaced the air separator for this unit. In addition, a fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res ran a priming session in order to try and recreate the problem. The res could not duplicate the saline bag backfill. The res then replaced the air separator, air separator adapter board, and high flow relief regulator. The res rechecked the priming operations and no problems were found. The unit was returned to service at the user facility without a recurrence of the reported event. No parts are available to be returned to the manufacturer for evaluation.